Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the pump unusable. There was an unknown impact on the customer's blood glucose level, as this information was either not provided or declined by the customer. The customer switched to multiple daily injections (mdi) as a backup insulin therapy, and technical support arranged for a replacement pump to be sent.